Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately low compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on the late morning of (B)(6), 2010 she obtained blood glucose readings of "99 mg/dl" with the subject meter and "198 mg/dl" on another device, performed less than 30 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The patient claimed that approximately 10 minutes prior to obtaining the alleged inaccurate result, she began to feel sweaty, a symptom she associated with low blood glucose. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter or strips. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of a severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient reported feeling symptomatic prior to when the alleged issue began. In addition, the patient's symptom correlated with the reported lfs meter result. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2010 with the following findings: the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.